Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior the implant of this transcatheter bioprosthetic valve, the patient had a chronic platelet dysfunction disorder. A pre-implant balloon aortic valvuloplasty (bav) was not performed. A non-medtronic cerebral protection system could not be used due to the tortuosity of the radial artery. The valve was deployed and was confirmed to be functioning normally via echocardiogram. The patient was on normal anticoagulant protocol following the valve implant procedure. On the day of the procedure, the patient had a stroke and the cause is unknown. Four days following the valve implant, the patient died due to the stroke. It is unknown if the valve or procedure contributed to the stroke or death.